Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: investigation revealed that the battery compartment was cracked and the battery cap threads were stripped. There was evidence of moisture in the battery compartment. Leak testing failed due to the battery compartment cracked. Unrelated to the original complaint, investigation revealed that the display screen was dim, fading, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.